Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.

Event description:
The procedure was an elective case. The target lesion was the distal circumflex. The vessel was a de-novo and eccentric lesion. Lesion classification of the vessel was a type b2. The lesion length aws 15mm and vessel diameter was 3.0mm. Pre-dilatation was conducted with a 3.0x20mm balloon at 7atm for 30 secs. A 3.0x18mm cypher stent was deployed at 12 atms for 30 secs. Post-dilatation was conducted with a 3.0x14mm balloon at 8 atms for 30 secs. Intravascular ultrasound (ivus) was not conducted. The residual % of stenosis was 0%. Timi flow before and after the procedure was iii. Activated clotting time (act) was not measured. There was no abnormality on creatine phosphokinase (cpk), after the procedure. Four days later the result of the stress electrocardiogram was negative. The next day, although the pt was scheduled to be discharged from the hospital a week later, the pt was eager to go home and so the pt was discharged from the hospital in the morning. However, the pt was found to be deceased at his home in the afternoon. The pt was delivered to the hospital but had already went into cardiac-respiratory arrest approx. 2-3 hrs prior to his arrival. The autopsy was not performed. Physician's comment: the possible cause of this event was unk because this is sudden death and so unk if it is related to cypher's problem. However, the target lesion at the distal circumflex was too short for it to become the cause of the death. Also, the pt experienced brain infarction twice this year but still continued smoking and drinking alcohol.